Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that when the device was in lock position, it rotated counterclockwise, but in forward position, the device had no function. It was determined that the black casing was cracked which might have occurred due to dropping. It was determined that a residual liquid was visible between the motor and control unit which suggested that handling errors occured during washing process. The assignable root cause was determined to be due to component damage caused by faulty and defective cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that control unit on the battery reamer/drill device had an unspecified malfunction. It was also noted that the device had no function in the forward mode but worked in the lock mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.